Event description:
The MFR's rep reported that the pt was experiencing increased pain. At last refill, a volume discrepancy was noted; expecting only a few ml, actual was a full pump. There is no history of motor stall. Programming is as ordered; no alarms are noted. The pt was receiving duramorph 50 mg/ml at a daily dose of 10 mg/day. The catheter was surgically revised; at revision, a large catheter kink was noted. The dose was decreased to 2.4 mg/day after the revision. The hcp reported that the pt has done well since revision.